Manufacturer narrative:
H10: there was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) went onsite and confirmed the customer's complaint (touchscreen not responding). The fse noted that per the service manual, the touchscreen would require replacement. The fse replaced the touchscreen, and performed a performance test, it was reported that all tests passed. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint on the v60 device indicating that the touchscreen is not working. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech verified that the touch screen failed the resistance verification and resistance ratio testing noting a faulty touch screen. The resistances were high and out of specification. Tech verified that the suspect touch screen failed functional testing per test 3 in the service manual. The functional test failures noted on the touch screen and the unsuccessful attempt to calibrate the touch screen are due to the high and out of spec results noted for the resistance verification and resistance ratio testing. Pil could conclude that the touchscreen is faulty."